Manufacturer narrative:
Concomitant medical products: product ID :39565-65 lot# serial# (B)(6) implanted: (B)(6) 2013 product type: lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the ins being dead was that it just wouldn't charge up when they put the belt on. They stated that they kept trying to charge it up, but it wouldn't charge up. A new battery was being put in.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 16-may-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the implant is completely dead and she went to see a pain management doctor and they told her to find a neurosurgeon to take the device out and put a new battery in. Patient stated the implant died a year ago and her back is really bad and need to get the device replace. Patient services (ps) asked clarifying question about the ins and patient did not provide information. Patient stated they cannot find the prior hcp and they need the medical records of the devices. Ps reviewed information and warm transfer patient to device registration for implant sheet. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Rep reported pt's ins has been dead for about 2 yrs and pt had lost their external equipment so decision was made to replace ins with intellis ins. Caller in or where they are replacing existing 97714 with intellis ins. When they connect extension to new ins, they are seeing high impedances on 3,4, and 5 at >40,000 ohms. Caller notes corrosion in lead-extn connection area visually. Tss reviewed pattern of 565 lead and location of electrodes affected. During call, they disconnected and reconnected the extn into the header block and noted the extn connection was buckling as it was being inserted into header block. Ultimately they were able to insert extn successfully and that then the #5 electrode normalized with ~ 700 ohms for impedances but #3 and 4 remained high. They were not in the position to replace extn or lead during this procedure. Caller mentioned that he had seen this buckling affect before in other cases and that these events had already been reported via mxpr. Tss reviewed that they would not have access to electrodes #3 and 4 due to high impedances. Pt's prior programming not known.